Manufacturer narrative:
H2) additional information: a1-a3a updated. B5 updated. There was additional information received from the initial reporter that stated the issue occurred during use with a patient. There was a delay in infusion therapy, and the pump was swapped out. There was unknown signs or symptoms experienced from the event. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. However, it was confirmed upon review of the event history log. The downstream occlusion sensor was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a downstream occlusion error. There was unknown patient involvement.